Event description:
It was reported that when using the bd pyxis¿ es refrigerator, a refrigerator failure occurred. The customer reported that the device was located in the ICU unit. The customer attempted to reboot the station and perform storage space recovery; however, these attempts were unsuccessful, and the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that refrigerator failed. A field service engineer (fse) worked with customer through remote support and customer successfully recovered refrigerator. The system functioned as intended after the customer resolved the issue.